Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported that the patient had a skin reaction from the sensor patch, with a rash, irritation, lump, and pain during use that developed 2 days after the sensor had been inserted in the arm. He was seen by his physician who stated he had an abscess. The physician palpated the hard knot under the patient¿s skin and told the mother he did not think there was a foreign object embedded. The physician thought the issue was due to an allergic reaction. The patient was treated with septra antibiotic, 800mg capsule twice a day for 10 days. At the time of the call he was still having some pain at the site. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.